Manufacturer narrative:
This product is expected to be returned. This report will be update upon completion of analysis or if additional information becomes available.

Event description:
Boston scientific received information that this pacing lead was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported.